Event description:
It was reported in a scientific article that a patient experienced urinary retention. Further actions taken were to turn the magnet output current down to 0 ma for a week and then reinitiate stimulation at a lower setting which resolved the event. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
"Complications of chronic vagus nerve stimulation for epilepsy in children". (2003)500-503.